Manufacturer narrative:
Customer has decided not to repair this unit at this time.

Event description:
It was reported by repair work order that the customer alleged the release mechanism does not always work. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.